Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The device had cracked case at display window corner, minor scratches on the lcd window, cracked battery tube threads, and broken reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. He removed the device since he was going to take a shower. He left the device on the counter and when he reconnected the alarm occurred. Customer's blood glucose was 78 mg/dl. Customer didn't recall any significant event which may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.